Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the customer is requesting for crc (customer repair center) bench service. No specific malfunction was provided. There was no reported patient or user involvement and no adverse patient/user impact.